Manufacturer narrative:
The reported field complaints of no sensing and noise were confirmed. Moisture getter was found on the header feedthrough pins which was the cause of the noise reported in the field and may have occurred due to a manufacturing issue. The reported complaint of interrogation issue was could not be reproduced. Further device analysis found no anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented post implant procedure. Upon interrogation, the patient's implantable cardiac monitor(icm) exhibited a loss in communication. Once communication was reestablished in the pre-operation area, the icm exhibited noise. Programming changes were made, upon re-interrogation, the icm still exhibited noise. On (B)(6) 2019 the icm was interrogated and the noise remained. A merlin.net transmission showed the same noise issue. It was suspected that device placement was the cause of noise. The icm was explanted. The patient was stable.